Event description:
It was reported that this pump was explanted in 2010 and reportedly not working correctly. No device specifics nor patient symptoms were provided. It was not known what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical device: product ID: 8709sc, lot#: n181460002, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: catheter. (B)(4).